Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 10 days post implant of pacing system the patient died due to demised heart failure.